Manufacturer narrative:
The field service engineer (fse) found damaged vacuum tubing and replaced it. Qc data was not provided, however, the customer stated qc was acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for k electrode (k) and cl electrode (cl) on a cobas 6000 c (501) module. The initial k result was 5.96 mmol/l. The repeat result was 4.36 mmol/l. The initial cl result was 77.4 mmol/l. The repeat result was 101.9 mmol/l. Both the initial and repeat results were reported outside of the laboratory and questioned by the doctor. Neither result was believed to be correct. The k and cl electrode lot numbers with expiration dates were not provided.